Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp)/stone extraction procedure using an evis exera iii duodenovideoscope and a single use distal cover, approximately 7mm of tissue was found I the distal cover after the procedure. There was a laceration, and the tissue was sent to pathology to confirm if the source location of the tissue (esophageal or gastric). The physician did not go back in to inspect the location of the laceration. According to the lab report, the tissue was polypoid gastric mucosa. The nurse was not aware of any treatment required as a result of this occurrence. The patient's current condition is unknown. There were no endotherapy devices in use during the case. There were no abnormalities in the appearance of the scope or distal cover before or after procedure. There were no noted malfunctions of the scope or distal cover. The physician made no opinion statement regarding whether they felt the scope or distal cover caused or contributed to the event. There were no procedural or anatomical challenges mentioned by the physician. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 months since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the tip cover was cracked prior to the start of the procedure resulting in the pre-use inspection being performed without confirming the tip cover is properly attached during the pre-use inspection. It is also likely upon removing the endoscope with suction operative active mucous membrane entered at the edge of the tip cover (around the u-shaped slit) resulting in a piece of mucosa remains in the tip cover. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.